Event description:
It was reported that when using the bd pyxis¿ es server, the IV solution automatically converted to bags instead of milliliters. When the dispense amount was checked on the server, it displayed as 100 inj instead of 100 ml. The server converted the amount to bags rather than milliliters. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the solution was automatically converting to bags instead of milliliters. A technical support specialist (tss) stated that messages had been verified as being received by the care fusion coordination engine interface, and the integration engineering and support team or an integration engineer had been contacted to confirm message processing. The tss indicated that access had been established to the enterprise server, after which structured query language server management studio had been opened to run queries to check whether messages were queued and processing. It was noted that if the returned values continued to increase, messages were not being processed. The tss explained that the timestamp of the last received message had been identified, and a patient or order example provided by the customer had been reviewed. When the example could not be located, the external messages and messaging service debug log file had been checked to identify any errors. The system functioned as intended after the technical support specialist inspected the issue.